Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead and pacemaker exhibited high capture thresholds and loss of capture. It was suspected that pacemaker had episodes of fusion that may have caused the capturing issues. The issue resolved by itself, and no intervention was performed. There were no patient consequences.